Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the bisector would not cauterize. Another extention cord and generator were connected with similar results. The hosp then replaced the bisector and successfully completed the case. The hosp did not report any other pt complications.

Manufacturer narrative:
Investigation results: the complaint is not confirmed for the bisector would not cauterize since there were no non-conformance discovered during the investigation. A lhr review was completed for the prod, there was no nonconformance associated with the lot number.